Event description:
Affiliate reports that leakage was noted from the three-way stop cock during use and needed to be replaced.

Manufacturer narrative:
It does not appear at the present time that, the device is available for eval. However, a lot number has been provided, therfore, a review of the device history records will be conducted. It is anticipated that, the review of the device history records will reveal that, the product conformed to all specifications prior to being released to stock. If the review reveals any otherwise, a follow up report will be filed. Also, if the product does come back for eval, a follow up report will be filed. Trends will be monitored for this and/or similar complaints. At the present time, this complaint is considered to be closed.